Event description:
On (B)(6) 2012, allen medical rec'd a copy of a user facility's voluntary medwatch, report (B)(4), from the (B)(4). The report relates to a (B)(6) 2012 procedure. According to the facility report, a yellofin stirrup locking mechanism broke during a surgical case causing an external rotation to occur to the right hip/leg of the pt. The stirrup was taken out of use and replaced with a working device. There was a 15 min delay in the procedure. There were no injuries reported.

Manufacturer narrative:
The pt-involved incident was not reported to allen medical by the user facility. On (B)(4), allen rec'd a copy of the user facility's voluntary medwatch which initiated our investigation. Allen contacted the rptr and was able ot identify the serial number of the unit - which was not provided in the voluntary medwatch. S/n (B)(4) is a yellofin stirrup of approx 7.5 yrs in age. It had already been shipped to allen medical for non-warranty repair and returned to the customer. It had not been identified as having any pt involvement. A review of repair records indicates the technician noted this yellofin had a notably bent lock bolt. With this condition, the boot mount is "sloppy" in terms of visual appearance. It begins to visibly droop even when it is tightened all the way. This condition can result from yrs of heavy use or due to repeat over-tightening of the boot mount by the user staff. No clamps used were returned. The stirrup was repaired and returned for use. The IFU for this product, states: to prevent pt and/or user injury and/or equipment damage, verify the device attaching clamps completely touch the table-side rails and are firmly in place. Test the locking mechanism to ensure no movement when elevated or pushed. These findings communicated to the rptr. No injury was ever recorded, the rptr confirmed.